Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/body pain/physical pain/pain"), cyst rupture ("cysts that ruptured"), ovarian cyst ruptured ("ruptured right ovarian cyst"), genital haemorrhage ("abnormal bleeding (general)") and tooth disorder ("dental problems") in a (B)(6) female patient who had essure (batch no. 628424) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included genital bleeding, tetralogy of fallot (with surgery), angioplasty (with stents), pulmonary valve replacement (amenotomy), tubal ligation, deep vein thrombosis and dependence on oxygen therapy (02 dependent on 31 at home). She was not pregnant at any time. No muscle aches, difficulty with urination, dark urine, missed periods or abnormal bleeding. Nonsmoker. No alcohol use or drug use. Is a local resident. Previously administered products included for birth control: implanon from 2008 to 2009; for regulate menstrual cycles: nuvaring from (B)(6) 2007 to (B)(6) 2008 and ortho evra in 2004. Past adverse reactions to the above products included adverse drug reaction with ortho evra; and thrombosis with implanon and nuvaring. Concurrent conditions included bladder infection, urinary tract infection, vaginal infection, depression, migraine, pelvic pain female, fibromyalgia since 2007, right heart failure since 2017 and pulmonary hypertension (medication oxygen) since 2012. Concomitant products included alprazolam since 2014, amlodipine (amlodipin) until 2009, aripiprazole (abilify) since 2010, axotal (fioricet) since 2014, celecoxib (celebrex) since 2010, digoxin since 2014, famotidine from 2012 to 2014, furosemide since 2013, gabapentin since 2016, imipramine since 2009, lisinopril since 2014, meloxicam since 2009, ondansetron (zofran) since 2009, oxycodone hydrochloride (oxycontin) from 2009 to 2012, oxycodone since 2009, potassium chloride (klor-con) since 2013, pregabalin (lyrica) since 2010, promethazine since 2014, tizanidine since 2015, warfarin since 2010, zolpidem tartrate (ambien cr) since 2015 and zolpidem tartrate (ambien) from 2010 to 2015. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced kidney infection ("infection(kidney, become septic)"). In (B)(6) 2014, the patient experienced tooth disorder (seriousness criterion medically significant). In 2014, the patient experienced allergy to metals ("nickel allergy"), nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst rupture (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), mood swings ("mood swings"), insomnia ("insomnia"), dyspepsia ("indigestion"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), back pain ("back pain"), abdominal pain ("abdominal pain"), asthenia ("weakness") and complication of device removal ("had complications from your essure removal procedure"). The patient was treated with antibiotics, vilazodone hydrochloride (viibryd), alprazolam (xanax), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full); (taking ovaries and uterus, leaving cervix)), surgery (hysterectomy (full); (taking ovaries and uterus, leaving cervix)) and surgery (pulled teeth , tooth paste with fluoride). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the nausea and vomiting had resolved. At the time of the report, the pelvic pain, cyst rupture, ovarian cyst ruptured, genital haemorrhage, tooth disorder, bladder disorder, urinary tract disorder, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, mood swings, insomnia, dyspepsia, cystitis, urinary tract infection, vaginal infection, kidney infection, allergy to metals, depression, weight increased, back pain, abdominal pain and asthenia outcome was unknown and the migraine and headache was resolving. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, allergy to metals, asthenia, back pain, bladder disorder, complication of device removal, cyst rupture, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, insomnia, kidney infection, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vomiting and weight increased to be related to essure. Diagnostic results: (B)(6). ¿concerning the injuries reported in this case, the following ones were reported via medical records:; ovarian cyst ruptured confirming cyst ruptured ¿. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs & mr-the case upgraded to incident category. This case concerns (B)(6) patient. Reporter information was updated. Her demographics were updated. Her historical condition was added. Lab data was added. Essure implantation and explantation date was added. Essure indication was amended. Essure lot number: 628424 was added. Events: abnormal bleeding (general) bladder or urinary problems or changes; hormonal changes;dental problems; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); fatigue; gastrointestinal or digestive; system condition; hormonal changes; ruptured right ovarian cyst; mood swings; insomnia, ingestion; infection (bladder/urinary tract/vaginal); infection (kidney, become septic); bladder infection (other)urinary problems; migraines / headaches; nickel allergy; depression; weight gain; back pain; abdominal pain; nausea; vomiting; severe and persistent pelvic pain; body pain; weakness and cysts that ruptured. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/physical pain/pain"), cyst rupture ("cysts that ruptured"), ovarian cyst ruptured ("ruptured right ovarian cyst"), genital haemorrhage ("abnormal bleeding (general)"), tooth disorder ("dental problems") and kidney infection ("infection(kidney, become septic)/ infection (other) describe: kidney") in a 28-year-old female patient who had essure (batch no. 628424) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included genital bleeding, tetralogy of fallot (with surgery), angioplasty (with stents), pulmonary valve replacement (amenotomy), tubal ligation, deep vein thrombosis, dependence on oxygen therapy (02 dependent on 31 at home), hepatomegaly, tenderness, distress gastrointestinal, endometrial biopsy, endometriosis and stomach discomfort. She was not pregnant at any time. No muscle aches, difficulty with urination, dark urine, missed periods or abnormal bleeding. Nonsmoker. No alcohol use or drug use. Is a local resident. Previously administered products included for birth control: implanon from 2008 to 2009; for regulate menstrual cycles: nuvaring from 9-sep-2007 to 19-mar-2008 and ortho evra in 2004. Past adverse reactions to the above products included adverse drug reaction with ortho evra; and thrombosis with implanon and nuvaring. Concurrent conditions included bladder infection, urinary tract infection, vaginal infection, depression, migraine, pelvic pain female, fibromyalgia since 2007, right heart failure since 2017, pulmonary hypertension (medication oxygen) since 2012, overweight, periportal edema, left lower quadrant pain, syncope, hemorrhagic cyst, endometrial thickening, hyperplasia, asthma, gastroesophageal reflux disease, raynaud's disease, congestive heart failure, anticoagulant therapy, vertigo, abdominal pain lower, clot blood, sedation, bleeding menstrual heavy, painful hips, leg pain, difficulty breathing, difficulty sleeping and adenomyosis. Concomitant products included alprazolam since 2014, amlodipine (amlodipin) until 2009, aripiprazole (abilify) since 2010, butalbital;caffeine;paracetamol (fioricet) since 2014, celecoxib (celebrex) since 2010, dicycloverine hydrochloride (bentyl), digoxin since 2014, escitalopram oxalate (lexapro), ethinylestradiol;etonogestrel (nuvaring), etonogestrel (implanon), famotidine from 2012 to 2014, furosemide since 2013, gabapentin since 2016, imipramine since 2009, lisinopril since 2014, meloxicam since 2009, ondansetron (zofran) since 2009, oxycodone hydrochloride (oxycontin) from 2009 to 2012, oxycodone since 2009, potassium chloride (klor-con) since 2013, pregabalin (lyrica) since 2010, promethazine since 2014, tizanidine since 2015, warfarin since 2010, zolpidem tartrate (ambien cr) since 2015 and zolpidem tartrate (ambien) from 2010 to 2015. In june 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced mood swings ("mood swings"), insomnia ("insomnia"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and was found to have weight increased ("weight gain"). In september 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant), 3 years 10 months after insertion of essure. In 2014, the patient experienced allergy to metals ("nickel allergy"). In september 2014, the patient experienced tooth disorder (seriousness criterion medically significant). In september 2014, the patient experienced dyspepsia ("indigestion"), migraine ("migraines"), nausea ("nausea"), vomiting ("vomiting") and headache ("headaches"). In march 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced cyst rupture (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("back pain"), abdominal pain ("abdominal pain"), asthenia ("weakness"), complication of device removal ("had complications from your essure removal procedure") and pain ("body pain"). The patient was treated with alprazolam (xanax), antibiotics, vilazodone hydrochloride (viibryd) and surgery (hysterectomy (full); (taking ovaries and uterus, leaving cervix), pulled teeth , tooth paste with fluoride and salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the nausea and vomiting had resolved. At the time of the report, the pelvic pain, cyst rupture, ovarian cyst ruptured, tooth disorder, bladder disorder, urinary tract disorder, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, mood swings, insomnia, dyspepsia, urinary tract infection, vaginal infection, kidney infection, allergy to metals, depression, weight increased, back pain, abdominal pain, asthenia, complication of device removal, pain, vaginal haemorrhage, menorrhagia and headache outcome was unknown, the genital haemorrhage and cystitis had resolved and the migraine was resolving. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, allergy to metals, asthenia, back pain, bladder disorder, complication of device removal, cyst rupture, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, insomnia, kidney infection, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: current weight 212lbs. Discrepancy noted as essure inserted date was (B)(6) 2009 (as per 1st pfs) (B)(6) 2009 (as per 2nd pfs). Date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Current weight: 212 (units unspecified); approximate weight at the time of essure placement: 140 (units unspecified). ¿concerning the injuries reported in this case, the following ones were reported via medical records:; ovarian cyst ruptured confirming cyst ruptured ¿. Concerning the injuries reported in this case, the following ones were described in patients medical record:dysmenorrhea , depression, nausea, vomiting, dyspareunia , back pain, abdominal pain, ovarian cyst,insomnia, anxiety, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received reporter information was added. New event added vaginal hemorrhage, menorrhagia, headaches, event onset date and event outcome updated. Concomitant drug and medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/physical pain/pain'), cyst rupture ('cysts that ruptured'), ovarian cyst ruptured ('ruptured right ovarian cyst'), genital haemorrhage ('abnormal bleeding (general)'), tooth disorder ('dental problems') and multiple episodes of kidney infection ('I got horrible kidney infection ', 'infection(kidney, become septic)/ infection (other) describe: kidney') in a 28-year-old female patient who had essure (batch no. 628424) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included genital bleeding, tetralogy of fallot (with surgery), angioplasty (with stents), pulmonary valve replacement (amenotomy), tubal ligation, deep vein thrombosis, dependence on oxygen therapy (02 dependent on 31 at home), hepatomegaly, tenderness, upper abdominal discomfort, endometrial biopsy, endometriosis and stomach discomfort. She was not pregnant at any time. No muscle aches, difficulty with urination, dark urine, missed periods or abnormal bleeding. Nonsmoker. No alcohol use or drug use. Is a local resident. Current weight: 212 (units unspecified); approximate weight at the time of essure placement: 140 (units unspecified). Previously administered products included for birth control: implanon from 2008 to 2009; for regulate menstrual cycles: nuvaring from 9-sep-2007 to 19-mar-2008 and ortho evra in 2004. Past adverse reactions to the above products included adverse drug reaction with ortho evra; and thrombosis with implanon and nuvaring. Concurrent conditions included right heart failure since 2017, pulmonary hypertension (medication oxygen) since 2012, fibromyalgia since 2007, bladder infection, urinary tract infection, vaginal infection, depression, migraine, pelvic pain female, overweight, periportal edema, left lower quadrant pain, syncope, hemorrhagic cyst, endometrial thickening, hyperplasia, asthma, gastroesophageal reflux disease, raynaud's disease, congestive heart failure, anticoagulant therapy, vertigo, abdominal pain lower, thrombosis nos, sedation, bleeding menstrual heavy, painful hips, leg pain, difficulty breathing, difficulty sleeping and adenomyosis. Concomitant products included alprazolam since 2014, amlodipine (amlodipin) until 2009, aripiprazole (abilify) since 2010, butalbital;caffeine;paracetamol (fioricet) since 2014, celecoxib (celebrex) since 2010, dicycloverine hydrochloride (bentyl), digoxin since 2014, escitalopram oxalate (lexapro), ethinylestradiol;etonogestrel (nuvaring), etonogestrel (implanon), famotidine from 2012 to 2014, furosemide since 2013, gabapentin since 2016, imipramine since 2009, lisinopril since 2014, meloxicam since 2009, ondansetron (zofran) since 2009, oxycodone hydrochloride (oxycontin) from 2009 to 2012, oxycodone since 2009, potassium chloride (klor-con) since 2013, pregabalin (lyrica) since 2010, promethazine since 2014, tizanidine since 2015, warfarin since 2010, zolpidem tartrate (ambien cr) since 2015 and zolpidem tartrate (ambien) from 2010 to 2015. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced hot flush ("hormonal changes/ I keep getting hot flashes"), mood swings ("mood swings"), insomnia ("insomnia"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced the first episode of kidney infection (seriousness criterion medically significant), 3 years 10 months after insertion of essure. In 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspepsia ("indigestion"), migraine ("migraines"), nausea ("nausea"), vomiting ("vomiting/vomiting for 10 1/2 month") and headache ("headaches"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced cyst rupture (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("back pain"), abdominal pain ("abdominal pain"), asthenia ("weakness"), complication of device removal ("had complications from your essure removal procedure"), pain ("body pain"), fibromyalgia ("fibromyalgia"), endometriosis ("the hysterectomy is because of endometriosis"), abdominal pain upper ("my right side toward the front of the stomach started to hurt"), arthralgia ("hip pain"), pain in extremity ("leg pain"), throat irritation ("now I've gotten sick so many times that my stomach and throat are raw"), pulmonary hypertension ("I have a heart defect and pulmonary hypertension"), cardiac failure congestive ("I have a pulmonary hypertension plus I'm in right sided heart failure"), rash ("I've also seen people st about rashes under they're chest and I get that too"), vulvovaginal pain ("vaginal area hurt"), gastrointestinal pain ("does anyone experience sharp pain in their colon or vagina due to these things. I've been having so serious pain lately"), blood disorder ("I cant take hrt due to blood disorder"), the second episode of kidney infection ("I got horrible kidney infection ") and peripheral swelling ("swelling in my legs"). The patient was treated with alprazolam (xanax), antibiotics, vilazodone hydrochloride (viibryd) and surgery (hysterectomy (full); (taking ovaries and uterus, leaving cervix), pulled teeth , tooth paste with fluoride and salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the nausea and vomiting had resolved. At the time of the report, the pelvic pain, cyst rupture, ovarian cyst ruptured, tooth disorder, bladder disorder, urinary tract disorder, hot flush, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, mood swings, insomnia, dyspepsia, urinary tract infection, vaginal infection, allergy to metals, depression, weight increased, abdominal pain, asthenia, complication of device removal, pain, vaginal haemorrhage, menorrhagia, headache, fibromyalgia, throat irritation, pulmonary hypertension, cardiac failure congestive, rash, vulvovaginal pain, gastrointestinal pain, blood disorder, the last episode of kidney infection and peripheral swelling outcome was unknown, the genital haemorrhage, cystitis and back pain had resolved and the migraine, arthralgia and pain in extremity was resolving. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, asthenia, back pain, bladder disorder, blood disorder, cardiac failure congestive, complication of device removal, cyst rupture, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, peripheral swelling, pulmonary hypertension, rash, throat irritation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain, weight increased, the first episode of kidney infection and the second episode of kidney infection to be related to essure. The reporter commented: current weight 212lbs. Discrepancy noted as essure inserted date was (B)(6) 2009 (as per 1st pfs). On (B)(6) 2009 (as per 2nd pfs). Date of insertion: (B)(6) 2009 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. ¿concerning the injuries reported in this case, the following ones were reported via medical records:; ovarian cyst ruptured confirming cyst ruptured ¿. Concerning the injuries reported in this case, the following ones were described in patients medical record:dysmenorrhea , depression, nausea, vomiting, dyspareunia , back pain, abdominal pain, ovarian cyst,insomnia, anxiety. Concerning the injuries reported in this case, the following ones were added from social media: abdominal pain upper, fibromyalgia, endometriosis, arthralgia, pain in extremity, throat irritation, pulmonary hypertension, cardiac failure congestive, rash, vulvovaginal pain, gastrointestinal pain, blood disorder nos, kidney infection, peripheral swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events: the hysterectomy is because of endometriosis, fibromyalgia , stomach pain on the right hand side, hip pain, leg pain, now I've gotten sick so many times that my stomach and throat are raw, I have a heart defect and pulmonary hypertension, I have a pulmonary hypertension plus I'm in right sided heart failure, I've also seen people st about rashes under they're chest and I get that too, vaginal area hurt, does anyone experience sharp pain in their colon or vagina due to these things. I've been having so serious pain lately, I cant take hrt due to blood disorder, I got horrible kidney infection, swelling in my legs were added. Event hormone level abnormal replaced with the event hot flush. Event outcome was updated for the events: leg pain, hip pain, back pain. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/body pain/physical pain/pain"), cyst rupture ("cysts that ruptured"), ovarian cyst ruptured ("ruptured right ovarian cyst"), genital haemorrhage ("abnormal bleeding (general)") and tooth disorder ("dental problems") in a 28-year-old female patient who had essure (batch no. 628424) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included genital bleeding, tetralogy of fallot (with surgery), angioplasty (with stents), pulmonary valve replacement (amenotomy), tubal ligation, deep vein thrombosis and dependence on oxygen therapy (02 dependent on 31 at home). She was not pregnant at any time. No muscle aches, difficulty with urination, dark urine, missed periods or abnormal bleeding. Nonsmoker. No alcohol use or drug use. Is a local resident. Previously administered products included for birth control: implanon from 2008 to 2009; for regulate menstrual cycles: nuvaring from (B)(6) 2007 to (B)(6) 2008 and ortho evra in 2004. Past adverse reactions to the above products included adverse drug reaction with ortho evra; and thrombosis with implanon and nuvaring. Concurrent conditions included bladder infection, urinary tract infection, vaginal infection, depression, migraine, pelvic pain female, fibromyalgia since 2007, right heart failure since 2017 and pulmonary hypertension (medication oxygen) since 2012. Concomitant products included alprazolam since 2014, amlodipine (amlodipine) until 2009, aripiprazole (abilify) since 2010, axotal (fioricet) since 2014, celecoxib (celebrex) since 2010, digoxin since 2014, famotidine from 2012 to 2014, furosemide since 2013, gabapentin since 2016, imipramine since 2009, lisinopril since 2014, meloxicam since 2009, ondansetron (zofran) since 2009, oxycodone hydrochloride (oxycontin) from 2009 to 2012, oxycodone since 2009, potassium chloride (klor-con) since 2013, pregabalin (lyrica) since 2010, promethazine since 2014, tizanidine since 2015, warfarin since 2010, zolpidem tartrate (ambien cr) since 2015 and zolpidem tartrate (ambien) from 2010 to 2015. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced kidney infection ("infection(kidney, become septic)"). In (B)(6) 2014, the patient experienced tooth disorder (seriousness criterion medically significant). In 2014, the patient experienced allergy to metals ("nickel allergy"), nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced the first episode of migraine ("migraines") and the second episode of migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst rupture (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), mood swings ("mood swings"), insomnia ("insomnia"), dyspepsia ("indigestion"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), back pain ("back pain"), abdominal pain ("abdominal pain"), asthenia ("weakness") and complication of device removal ("had complications from your essure removal procedure"). The patient was treated with antibiotics, vilazodone hydrochloride (viibryd), alprazolam (xanax), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full); (taking ovaries and uterus, leaving cervix)), surgery (hysterectomy (full); (taking ovaries and uterus, leaving cervix)) and surgery (pulled teeth , tooth paste with fluoride). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the nausea and vomiting had resolved. At the time of the report, the pelvic pain, cyst rupture, ovarian cyst ruptured, genital haemorrhage, tooth disorder, bladder disorder, urinary tract disorder, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, mood swings, insomnia, dyspepsia, cystitis, urinary tract infection, vaginal infection, kidney infection, allergy to metals, depression, weight increased, back pain, abdominal pain and asthenia outcome was unknown and the last episode of migraine was resolving. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, allergy to metals, asthenia, back pain, bladder disorder, complication of device removal, cyst rupture, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, insomnia, kidney infection, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vomiting, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results: current weight: 212 (units unspecified); approximate weight at the time of essure placement: 140 (units unspecified). ¿concerning the injuries reported in this case, the following ones were reported via medical records:; ovarian cyst ruptured confirming cyst ruptured ¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc (product technical complaint ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/physical pain/pain"), cyst rupture ("cysts that ruptured"), ovarian cyst ruptured ("ruptured right ovarian cyst"), genital haemorrhage ("abnormal bleeding (general)") and tooth disorder ("dental problems") in a 28-year-old female patient who had essure (batch no. 628424) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included genital bleeding, tetralogy of fallot (with surgery), angioplasty (with stents), pulmonary valve replacement (amenotomy), tubal ligation, deep vein thrombosis and dependence on oxygen therapy (02 dependent on 31 at home). She was not pregnant at any time. No muscle aches, difficulty with urination, dark urine, missed periods or abnormal bleeding. Nonsmoker. No alcohol use or drug use. Is a local resident. Previously administered products included for birth control: implanon from 2008 to 2009; for regulate menstrual cycles: nuvaring from (B)(6)2007 to (B)(6)2008 and ortho evra in 2004. Past adverse reactions to the above products included adverse drug reaction with ortho evra; and thrombosis with implanon and nuvaring. Concurrent conditions included bladder infection, urinary tract infection, vaginal infection, depression, migraine, pelvic pain female, fibromyalgia since 2007, right heart failure since 2017, pulmonary hypertension (medication oxygen) since 2012 and overweight. Concomitant products included alprazolam since 2014, amlodipine (amlodipin) until 2009, aripiprazole (abilify) since 2010, axotal (fioricet) since 2014, celecoxib (celebrex) since 2010, digoxin since 2014, famotidine from 2012 to 2014, furosemide since 2013, gabapentin since 2016, imipramine since 2009, lisinopril since 2014, meloxicam since 2009, ondansetron (zofran) since 2009, oxycodone hydrochloride (oxycontin) from 2009 to 2012, oxycodone since 2009, potassium chloride (klor-con) since 2013, pregabalin (lyrica) since 2010, promethazine since 2014, tizanidine since 2015, warfarin since 2010, zolpidem tartrate (ambien cr) since 2015 and zolpidem tartrate (ambien) from 2010 to 2015. In 2009, the patient experienced hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems: depression"). On 1-aug-2009, the patient had essure inserted. In august 2009, the patient experienced fatigue ("fatigue"). In september 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 6-may-2013, 3 years 9 months after insertion of essure, the patient experienced kidney infection ("infection(kidney, become septic)/ infection (other) describe: kidney"). In 2014, the patient experienced allergy to metals ("nickel allergy"), nausea ("nausea") and vomiting ("vomiting"). In june 2014, the patient experienced tooth disorder (seriousness criterion medically significant). In august 2014, the patient experienced weight increased ("weight gain"). In september 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst rupture (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), mood swings ("mood swings"), insomnia ("insomnia"), dyspepsia ("indigestion"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), back pain ("back pain"), abdominal pain ("abdominal pain"), asthenia ("weakness"), complication of device removal ("had complications from your essure removal procedure") and pain ("body pain"). The patient was treated with antibiotics, vilazodone hydrochloride (viibryd), alprazolam (xanax), surgery (salpingectomy (bilateral), oophorectomy (bilateral)), surgery (hysterectomy (full); (taking ovaries and uterus, leaving cervix)), surgery (hysterectomy (full); (taking ovaries and uterus, leaving cervix)) and surgery (pulled teeth , tooth paste with fluoride). Essure was removed on (B)(6)2015. On (B)(6)2015, the nausea and vomiting had resolved. At the time of the report, the pelvic pain, cyst rupture, ovarian cyst ruptured, genital haemorrhage, tooth disorder, bladder disorder, urinary tract disorder, hormone level abnormal, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, mood swings, insomnia, dyspepsia, cystitis, urinary tract infection, vaginal infection, kidney infection, allergy to metals, depression, weight increased, back pain, abdominal pain, asthenia, complication of device removal and pain outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for ovarian cyst ruptured with essure. The reporter considered abdominal pain, allergy to metals, asthenia, back pain, bladder disorder, complication of device removal, cyst rupture, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, insomnia, kidney infection, migraine, mood swings, nausea, pain, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: current weight 212lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Current weight: 212 (units unspecified); approximate weight at the time of essure placement: 140 (units unspecified). ¿concerning the injuries reported in this case, the following ones were reported via medical records:; ovarian cyst ruptured confirming cyst ruptured ¿. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event added: body pain. Concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.